Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses. At an unknown date, the patient developed an unknown infection and the devices were explanted in approx six months later (exact date unknown). The patient is reported to be doing well. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Other related device: